Event description:
Device would not deliver a shock while on a pt. There was no adverse pt outcome as a back-up unit was available.

Manufacturer narrative:
Attempts to acquire the required pt info and date of event are ongoing.